Event description:
It was reported that on (B)(6) 2023, a 30mm amplatzer pfo was selected for a procedure. During the procedure, the device not able to deploy. It appeared bulbous shape. Device was removed from the patient prior to released from the delivery cable. There was angulation or kink noticed in the delivery system and interaction with cardiac structures during deployment. A 35mm amplatzer pfo was selected and implanted.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. Information from the field indicated that there was no anatomical interference and there was not any angulation or kink in the delivery system upon deployment. Information was not provided for the delivery system used from the field. The cause of the reported incident could not be conclusively determined. There is no indication for a product quality issue with regards to manufacture, design, or labeling.